Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that they have been having issues getting connected to the personal therapy manager (ptm )for the "past couple months." The patient stated that the ptm did not always connect and this weekend they went "almost the whole weekend" without it connecting. The patient said sometimes they had to wait "1-2 hours" before it will connect and that it will just say "connecting and spin" then say not found. The patient also mentioned that they just got their pump refilled and "for some reason" when they get their pump refilled it connects quicker. They have up to 9 boluses per day. The agent had patient try to connect to the pu mp while on the phone and the patient was able to connect right away. The troubleshooting steps that were taken on the call resolved the issue. The agent advised the patient to call back if the issue persists. The patient stated they are seen in a pain clinic.

Manufacturer narrative:
Continuation of d10: product ID a820; product type: software. Product ID tm90t0; serial# (B)(6); product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.